Manufacturer narrative:
Pump passed functional testing, including the operating currents test,self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump had cracked reservoir tube, reservoir tube lip completely broken off, missing reservoir tube o-ring, minor scratched display window.

Event description:
The customer reported via phone call that a piece of the reservoir broke off. Customer's blood glucose was 260 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.